Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 41 mg/dl during descension on a plane while wearing the pod for over 48 hours. The patient reports they had a seizure. Once at the hospital the patients was treated with intravenous fluids as well as insulin. The patient was released from the hospital after a couple of hours.